Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range impedance measurements, measuring greater than 3000 ohms on the right atrial (ra) channel. Technical services (ts) reviewed the data and stated that there was subsequently noise as well as signal artifact monitor (sam) episodes showing minute ventilation (mv) oversensing. The sam episodes show the issue appeared to be with the anode as the oor measurement was at the ring electrode. Boston scientific representative will be further discussing with the physician. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the nature of incident for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range impedance measurements, measuring greater than 3000 ohms on the right atrial (ra) channel. Technical services (ts) reviewed the data and stated that there was subsequently noise as well as signal artifact monitor (sam) episodes showing minute ventilation (mv) oversensing. The sam episodes show the issue appeared to be with the anode as the oor measurement was at the ring electrode. Boston scientific representative will be further discussing with the physician. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range impedance measurements, measuring greater than 3000 ohms on the right atrial (ra) channel. Technical services (ts) reviewed the data and stated that there was subsequently noise as well as signal artifact monitor (sam) episodes showing minute ventilation (mv) oversensing. The sam episodes show the issue appeared to be with the anode as the oor measurement was at the ring electrode. Boston scientific representative will be further discussing with the physician. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The investigation determined that a compromised lead or inadequate device-lead connection has the potential to create a transient high impedance condition, which may alter the minute ventilation sensor signal such that it becomes visible on egms and potentially subject to oversensing on the ra or rv channels. The header was firmly attached to the case. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. There were no holes in the seal plugs and set screws moved freely. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the nature of incident for more information regarding the specific circumstances of this event.